Manufacturer narrative:
Additional information: d9, g3, h6 the complaint allegation was confirmed. One unpackaged ar-9300rbt batch 15047596 was received for evaluation. A functional test was not performed because the device was received damaged. Evaluation of the returned device noted that the tip was broken off at the weld. The observed condition is likely due to prying/levering the device against hard bone or other instrumentation during use. According to dfu-0215-7, at revision 0. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive ¿side-loading¿ on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/27/2024, it was reported by an arthrex subsidiary employee via email that the tip of an ar-9300rbt burr broke off during use. This was discovered during a procedure on (B)(6) 2024. All broken fragments were removed. Additional information requested. Additional information provided 3/4/24: the procedure performed was a cm joint repair. An ar-9300rbt was used to complete the case. No case delay, no additional anesthesia administered.